Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to boston scientific. A good faith effort to obtain the information is in progress, but it was not available as yet.

Event description:
It was reported a cardiac tamponade occurred. The procedure was cancelled. During a pulse field ablation (pfa) procedure, a versacross connect for faradrive kit was selected for use. It was noted that two transeptal attempts were made during the procedure after approximately fifteen to twenty minutes into the ablation procedure, after the two left pulmonary veins had been isolated, cardiac tamponade was identified in the patient. Drainage was performed and the patient is expected to make a full recovery. The procedure was cancelled at this time due to the tamponade. The device is not expected to be returned for analysis (disposed).